Manufacturer narrative:
Analysis was able to confirm the customer comment that there was a malfunction of the touch screen of the programmer. It was found the stylus works intermittently; the printed circuit board (pcb) is worn. Request sent for the programmer to be decommissioned. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a malfunction of the touch screen of the programmer. The programmer was returned to service. There was no patient involvement.